Event description:
The device was explanted for unspecified "medical reasons." The device was explanted on (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2012.